Event description:
There was reported that 10 weeks post implantation, pt complained of pain. It is further reported that an x-ray was taken and this showed that a screw had fractured on l5 (left side.) It is further reported that the pt had a grade 1 spondylolisthesis and had a decompression during the procedure. The pt had worn a back brace following the procedure. It is further reported that the surgeon wishes the pt to undergo a CT scan next week to assist in planning what to do next.

Manufacturer narrative:
Additional info has been requested, and if received, will be supplied on a supplemental.